Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that no power reboots were recorded. A visual inspection revealed that the battery compartment was cracked along the threads. The battery cap was not able to be tightened securely to the pump and was not able to maintain an electrical connection. The battery cap threads were found to be stripped/damaged. A test battery cap was used to complete the investigation. The test battery cap was used to complete a 24 hour duration test and no power reboots occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump case or battery compartment was cracked. It was noted that when the user tightens the battery cap, it doesn¿t always connect to the battery. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 date of submission 04/03/2014 - additional information:incident description: on 02/05/2014, the reporter contacted animas alleging that the battery compartment was cracked and the pump was losing power intermittently. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).